Event description:
It was reported that the user observed the insulin reservoir was empty, disconnected from the pump for a period, and attempted to change supplies after showering, subsequently encountering an ilet setup notification and completing setup with guidance; the event involved hyperglycemia with a highest reported glucose of 240 mg/dl, and the situation was associated with an improper or incorrect procedure or method related to use of the system, with tubing identified as the relevant component. Symptoms included hyperglycemia without other reported symptoms. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and a usage problem was identified, indicating failure to follow instructions rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.